Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. The outer insulation had a breached depression. The proximal conductor had blood/body fluid (not obstructed) and there was blood in/on the helix.

Event description:
It was reported that the right ventricular lead was oversensing, and had low and varying impedance. The lead was capped and replaced. It was also reported that the atrial lead was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.